Event description:
A polypectomy procedure was being performed utilizing a histolock resection device (steris); the integrity of the sheath nearest the handle had failed; the metal portion of the snare was exposed and it protruded outside of the plastic sheath; this compromised the snares ability to do a polypectomy; the metal portion had to be manually fed back into the sheath in order for the snare to release the polyp and then the snare could be safely removed from the scope.